Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 2500 mcg/ml, hydromorphone 4 mg/ml, and unknown baclofen 198 mcg/ml (doses unknown) via an implanted pump for non-malignant pain. It was reported the pump was moved from the left to the right side because the hole started opening up and the pump started coming out of the hole. It was noted since the pump was moved she has had a lot of pain underneath the pump. This happened last year sometime but the patient did not know when. It was asked and unknown if the change in therapy/symptoms was sudden or gradual. The event date was (B)(6) 2019 (year valid). Further complications were not reported.